Manufacturer narrative:
This report is submitted on august 23, 2021.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with antibiotics (specific type, date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.